Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted to treat a 99% lesion in the left obtuse marginal coronary artery. The lesion was pre-dilated with a 2.5mm diameter ptca balloon prior to the insertion of the stent. It was not possible for the stent to cross the calcified target lesion. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon. A ptca balloon was inserted through the undeployed stent and inflated to deploy the stent at the intended lesion site. The pt was fine post procedure and there is no additional clinical sequelae reported related to the event. The target lesion being calcified and not pre-dilated 1:1 may have contriubted to the stent not crossing the lesion.